Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary: the complaint device was received and evaluated. Upon visual inspection, it could be observed that the cord, connector and pins are in good condition. The connector cap is attached to the connector as it should. When performing the functional test, a shaver hand piece and another fms connect was used to test the functionality of the device. The blue light did not turn on. The suction failed to start. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and test result, this complaint can be confirmed. A possible root cause can be attributed to wear of device's internal components, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a non working interface cable, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2022, it was observed that the fms connect interface cable vue device did not work. According to the report, the team plugged the cable into the fms box and the blue light did not come on. It was further reported that the device was not allowing the pump to switch suction. During in-house engineering evaluation when performing the functional test, a shaver hand piece and another fms connect was used to test the functionality of the device; and the blue light did not turn on and the suction failed to start. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.